Event description:
It was reported to covidien on 02/20/2014 that a customer had an issue with a dialysis catheter. The customer states that they observed catheter leakage during hemodialysis. The catheter was pulled and replaced with new one. When the physician pulled the catheter, he observes one a break in the body of the catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.